Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation did not find any metal or foreign material on the surface of catheter or embedded through the catheter's wall. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that metal reaction was observed from around the catheter under MRI examination. The catheter was placed on (B)(6)2018 . Per additional information received on (B)(6)2018 from ibc, the metal reaction that occurred was the alarm of the mr system sounded. There was no impact to the patient. The catheter was replaced and the MRI was done. The customer would like to know if there was metal, foreign material in or on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that metal reaction was observed from around the catheter under MRI examination. The catheter was placed on (B)(6) 2018. Per additional information received on (B)(6) 2018 from (B)(4), the metal reaction that occurred was the alarm of the mr system sounded. There was no impact to the patient. The catheter was replaced and the MRI was done. The customer would like to know if there was metal, foreign material in or on the device.